Event description:
Adverse event(s): none reported. (No code available). Product problem(s): "product residue was found in the anterior chamber" (use of device issue). A surgeon reported during a poster presentation that this product remained in the patient's eye following surgery in four out of 51 patients treated at this hospital since 2004. Two of these patients were closely monitored and the other two patients were treated with a secondary surgical procedure. Additional information was received. This patient (tn) underwent vitreous surgery (resection of vitreous stem under microscope) for pvr (grade b) in the left eye with vitrectomy and lensectomy. Retina could not be observed preoperatively due to vitreous hemorrhage. During the surgical procedure, two holes were at the lower region and one hole was at the upper region. While using this product, laser photocoagulation was performed. After removal of product, the eye was flushed using an unspecified irrigating solution. Intraocular gas was used as a postoperative tamponade following surgery. On (B) (6) 2005, one day postoperative product residue was found in the anterior chamber. On (B) (4) 2005, the anterior chamber was washed using balanced irrigating solution. The event was reported as resolved, date not specified. This is the fourth of four medical device reports being filed for this report.

Manufacturer narrative:
The device was not returned for evaluation. The reporter did not provide a lot number or any identification traceable to the manufacturing process. Device history records could not be reviewed. The package insert states, "perfluoron (purified perfluoro-n-octane liquid) must be completely removed at the conclusion of the procedure." Additional information was requested and received. (B) (4). (B) (4). (B) (4).